Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), allergy to metals ("nickel allergy"), dermatitis allergic ("allergic rash"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), visual impairment ("vision/eye problems") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumor") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, allergy to metals, dermatitis allergic, cystitis, vaginal discharge, hormone level abnormal, neoplasm, bladder disorder, urinary tract disorder, visual impairment, weight decreased and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis, dermatitis allergic, fallopian tube perforation, hormone level abnormal, neoplasm, urinary tract disorder, vaginal discharge, visual impairment and weight decreased to be related to essure. The reporter commented: patient received treatment for- bladder infection and vaginal discharge. Essure removal not planned as the patient is unable to afford surgery. Discrepancy noted in essure insertion date as (B)(6) 2009 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), allergy to metals ("nickel allergy"), dermatitis allergic ("allergic rash"), cystitis ("bladder infection") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumor"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, allergy to metals, dermatitis allergic, cystitis, vaginal discharge, hormone level abnormal and neoplasm outcome was unknown. The reporter considered allergy to metals, cystitis, dermatitis allergic, fallopian tube perforation, hormone level abnormal, neoplasm and vaginal discharge to be related to essure. The reporter commented: patient received treatment for- bladder infection and vaginal discharge. Essure removal not planned as the patient is unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test(s) (unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- previously reported event "injury to herself" updated to "fallopian tube perforation", events- "nickel allergy, allergic rash, bladder infection, vaginal discharge, hormonal changes and tumor", patient demography, lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: metformin and proventil. Concurrent conditions included nickel sensitivity and asthma. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pruritus ("allergic or hypersensitivity reaction type: itching"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), allergy to metals ("nickel allergy"), dermatitis allergic ("allergic rash"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), visual impairment ("vision/eye problems") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumor") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, allergy to metals, dermatitis allergic, cystitis, vaginal discharge, hormone level abnormal, neoplasm, bladder disorder, urinary tract disorder, visual impairment, weight decreased, alopecia and pruritus outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis, dermatitis allergic, fallopian tube perforation, hormone level abnormal, neoplasm, pruritus, urinary tract disorder, vaginal discharge, visual impairment and weight decreased to be related to essure. The reporter commented: patient received treatment for- bladder infection and vaginal discharge. Essure removal not planned as the patient is unable to afford surgery. Discrepancy noted in essure insertion date as (B)(6) 2009 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pfs received: new event allergic or hypersensitivity reaction type: itching was added. Patient's height added. Medical history and historical drugs were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), allergy to metals ("nickel allergy"), dermatitis allergic ("allergic rash"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), visual impairment ("vision/eye problems") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumor") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, allergy to metals, dermatitis allergic, cystitis, vaginal discharge, hormone level abnormal, neoplasm, bladder disorder, urinary tract disorder, visual impairment, weight decreased and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis, dermatitis allergic, fallopian tube perforation, hormone level abnormal, neoplasm, urinary tract disorder, vaginal discharge, visual impairment and weight decreased to be related to essure. The reporter commented: patient received treatment for- bladder infection and vaginal discharge. Essure removal not planned as the patient is unable to afford surgery. Discrepancy noted in essure insertion date as (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs and mr received: events: hormonal changes, bladder or urinary problems or changes, rashes or skin conditions, bladder or urinary problems or changes, nickel allergy, pain, vaginal discharge, vision/eye problems, weight loss, hair loss were added. Reporters, essure insertion date, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.